Event description:
It was reported that the dilator of the blue rhino g2-multi percutaneous tracheostomy introducer set, "gives way when dilating" during percutaneous tracheostomy procedures. Additional information regarding patient outcome has been requested, but is currently unavailable.

Manufacturer narrative:
Customer (person): street: (B)(6), phone: (B)(6). PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
In additional information received on 19apr2022, it was reported that the customer had been using the device incorrectly. The rep then provided additional training and the use issue with the dilators has been resolved. No specific lot numbers experiencing the issue could be provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b1, event is no longer a reportable malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 25may2022 providing further clarification of the customer's incorrect use of the device. It was reported that the physicians had used the loading dilators for dilation. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or product malfunction. As this event is solely the result of user error with no other performance issue, and there have been no related death or serious injuries reported, there will be no additional reports sent for this event.